Event description:
A (B)(6) patient had a c-section for failure to progress with labor. During the procedure, there was an injury to the fimbriae end of the right fallopian tube from a new lap sponge. A suture was required for hemostasis. Inspection of the sponge found the radiopaque rubber strip to be stiff. The sharp corners of the strip were observed to be protruding from the gauze.